Event description:
The reporter stated they received a blood glucose result of 481mg/dl and dosed 5 units of novolog. Did not feel well and did not eat breakfast. Later it was reported that the customer was found unconscious and 911 was called. The customer was taken to the hospital where her blood glucose was reported to be over 1000mg/dl. The reporter stated that insulin was given at the hosp. A request was made for the return of the suspect device and replacement product was sent.